Event description:
In qi review of record it was note an 84-year-old man was admitted with a several day history of intermittent shortness of breath and productive cough. Patient has multiple medical problems with history of atrial fibrillation, sick sinus syndrome with insertion permanent pacemaker in may 1987. His pulse was found to be 47 in the ed. EKG revealed evidence of pacemaker oversensing and heart rate at times in the 40's. Cardiologist requested pacemaker to be checked by pacemaker technician. Pacemaker technician checked pacemaker on day of admission. Pacemaker oversensing - malfunction found to be "most likely 4012 lead angulation failure". Battery and six year old lead was replaced on 7/2/93. On 7/2/93 meterials were packaged and mailed to mfg.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.